Manufacturer narrative:
An authorized service provider (asp) evaluated the device and confirmed the reported problem. Misalignment in the touch position was confirmed. Since the issue was not resolved through part calibration, the touchscreen was replaced as resolution. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a defective touchscreen. The device did not pass the screen calibration either. The device kept operating when the issue was observed. There was no patient involvement at the time the issue was discovered as it was found during pre-delivery check.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, and the pil tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touchscreen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, this investigation has resulted in a no problem found.